Event description:
During injection, there was a leak between the phaseal injector and the connector. About 0.15ml leaked out. Connectors were securely locked in place on inspection and no cracks were noted on syringe.